Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is loosely folded. The device as placed in a water bath on 1/10/2019 to soften the blood in the guidewire lumen. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. A .014" test guide wire was advanced into the guide wire lumen and was able to pass thru. There was a slight resistance felt but that may be caused by the presence of blood in the guidewire lumen. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However after inflation, the non-bsc guide wire became stuck inside the balloon and could not be pushed or pulled back at all. Both guide wire and balloon were then removed together from the patient's body. The physician tried to remove the wire from the balloon outside the patient's body but it was very difficult. After it was successfully removed, the physician used a new guide wire and a 3.00mm x 15mm nc emerge balloon catheter; however, the two devices also became stuck. Both devices were removed together. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was good.

Event description:
It was reported that catheter entrapment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However after inflation, the non-bsc guide wire became stuck inside the balloon and could not be pushed or pulled back at all. Both guide wire and balloon were then removed together from the patient's body. The physician tried to remove the wire from the balloon outside the patient's body but it was very difficult. After it was successfully removed, the physician used a new guide wire and a 3.00mm x 15mm nc emerge balloon catheter; however, the two devices also became stuck. Both devices were removed together. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was good.